Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was greyed out and unresponsive on the down arrow at bottom right hand corner. There was no adverse impact to customer's blood glucose. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.